Manufacturer narrative:
Citation: krasopoulos g. European real world trans-catheter aortic valve implantation: systematic review and meta-analysis of european national registries. J cardiothorac surg. 2016 nov 29;11(1):159 doi: 10.1186/s13019-016-0552-6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a systematic review and meta-analysis of european national registries. All data were collected from published studies from multiple centers sampled from 2014. The study population included 9,786 patients, 4,508 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: stroke, permanent pacemaker implantation, and paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.